Event description:
It was reported that the patient was not getting adequate pain relief and was unable to charge the ipg due to pocket placement. No device malfunction was suspected. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.